Event description:
Subsequently it was reported that the permanent pacemaker was implanted the day after the valve implant.

Event description:
Medtronic received information that during the implant of this 29 mm transcatheter bioprosthetic valve the patient became hypotensive. Cardiopulmonary resuscitation (CPR) was initiated and an intra-aortic balloon bump was placed. Transesophageal echocardiogram (tee) revealed a perforation of the left ventricle and moderate to severe paravalvular leak (pvl) due to calcium that extended to the left ventricular outflow tract (lvot). A drain was inserted into the pericardial sac and 300cc of fluid was drained. After stabilization of the patient, a second 29mm corevalve was implanted valve in valve with resultant mild pvl. Following the procedure a permanent pacemaker was implanted (implant date not provided) for complete heart block. It was reported that the perforation occurred due to the chest compressions during CPR. No other adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: based on the information provided, the reported perforation was due to the chest compressions that caused the calcification to perforate the ventricle. Perforation of the myocardium and tamponade are potential procedural complications per the corevalve IFU and can be associated with any cardiac or thoracic procedure, open or catheter-based. Per the instructions for use (IFU), conduction disturbances are a potential procedural complication and are associated with any cardiac or thoracic procedure, open or catheter-based, and can be resolved with medical treatment or the implant of a permanent pacemaker. According to literature review and the valve academic research consortium (varc), the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for conduction disturbances during or after the procedure. Other factors that could contribute to the onset of conduction defects include underlying heart disease, electrolyte disturbances and certain medications (i.e. Beta blockers, calcium channel blockers). In this case, the exact cause of the reported heart block cannot be confirmed. The reported paravalvular leak (pvl) that required reintervention was reported to be related to patient anatomy (calcification). (B)(4).